Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the patient felt symptomatic and went to the hospital. The device was found to have no output. The device was explanted and replaced. No patient complications were reported as a result of this event.